Event description:
It was reported that, "during a one-level tlif procedure, the surgeon was tapping to place a mantis screw. The tip of the mantis 5.5mm tap broke off in the patient. The surgeon decided to leave the metal piece in the patient. He decided to not retrieve the metal piece. He set the tap off to the side and did not place a screw in that position. He then proceeded to place the other screws in a uni-lateral method. The patient care was not compromised and surgery time was not delayed."

Manufacturer narrative:
Method - complaint history analysis and risk assessment. Results: there have been 53 complaints involving 74 units of mantis taps related to tip breakage. In this event there were no adverse consequences reported and the surgery was successfully completed. Conclusion: a thorough investigation could not be performed due to the unavailability of the implicated instrument. However, the failure is believed to be the result of user-error. The surgical technique clearly states that cantilevering the tap while in the pedicle may damage the instrument. As a result of recurrent complaints a CAPA was initiated to address issues of distal tip breakages on the mantis awl and tap range. The action plan included modifications to heat treatment specifications and dimensional changes to the instrument tips.